Event description:
Unomedical reference number (B)(4). Event occurred in netherlands on (B)(6) 2023, it was reported that the patient's infusion set's tubing came loose from the tubing connector. The site location was patient's abdomen, with the pump located on the abdomen as well. Moreover, the infusion had been used for two days. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.